Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was involved in a car accident and that before the accident the stimulator was charging/working fine. The rep was asked to meet with the patient on (B)(6) 2017 for reprogramming and when he tried to interrogate the battery he was unable to and got no response. The battery could not be accessed with the patient programmer, recharger, or physician programmer. The hcp¿s nurse was sending the patient for x-rays to see if maybe the battery had flipped and the x-rays were to be done on (B)(6) 2017. It was noted that if the device had flipped or if the leads had moved the hcp would surgically revise. The issue was not resolved at the time of the report on (B)(6) 2017. The patient was alive with no injury. The issue occurred during normal use.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient hadn¿t recharged their battery in almost two months. It was noted that the patient hadn¿t needed it because their pain had been under control. The manufacturer representative stated that they met with the patient on (B)(6) 2017 and performed a physician mode reset (pmr). Doing so, they were able to ¿wake¿ the battery up. It was reported that the device had become overdischarged. The patient was able to go home and recharge their battery. On the date of this report, the manufacturer representative met with the patient to reprogram their stimulator and everything was working fine. The issue was resolved.